Event description:
The manufacturer received information alleging white powder adhered to the filter related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging white powder adhered to the filter related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and dirt was observed inside the filter installed part and manufacturer recommended to the installation of filters to decrese the probability of the ingress of chlorine/dirt from a nebulizer/dust and to replace the main board as preventative actions. The manufacturer concludes that they could not confirm the customer's allegation of presence of white particles in the filter and no anomaly was observed despite operation checking and no error occurrence was found. The customer did not want to repair the device, manufacturer sent back the unrepaired device. The device was scrapped by the customer. Section h6 has been updated.